Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; however, a picture was provided by the customer for analysis. The photo of the device did not meet specification as received by the supplier. "The photo is blurry; it only shows the electrode tip was blackened." The reported condition was not confirmed. The investigation found a possible cause of the reported event to be that there was eschar build up on the electrode of which became loose. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. Since a true cause of the issue could not be determined from the photo, no corrective or preventative action is planned at this time. All device history records are reviewed and approved by quality prior to release of product. As there was no lot number, a date of manufacture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the knee arthroplasty procedure, the electrode edge coating came off with broken piece fell into patient's cavity. It was unknown if it was retrieved as it went missing. A photo submitted showing the tip of the electrode was blocking.